Event description:
It was reported that the manufacturer representative was doing an implant today with a health care provider (hcp) and they had high impedances. They had abnormal impedances with electrode 0 and they increased the amplitude and pulse width and still had abnormal impedances. They took the lead out, wiped it off, and reinserted it into the implantable neurostimulator (ins) and impedances were still abnormal. They replaced the lead and this resolved the issue and the second lead they ended up implanting was the same lot and model number. The manufacturer representative had the lead and would send it back for analysis.

Event description:
Additional information received reported that the patient was doing well with no complications. The patient felt the stimulation and was getting benefit according to the hcp's office.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0knvc, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0knvc, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found no anomaly.

Manufacturer narrative:
Updated lead lot # based on the returned product and manufacturer records: product ID: 3889-28, lot# va0knzc, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0knzc, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.